Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported the patient expired due to a myocardial infraction the following day. As per the physician the death was not product related. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is expired.